Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the site selected the incorrect patient computed tomography (CT) scan for the initial registration. The site then corrected the error within the procedure, post-incision. The reported issue occurring post-incision suggests that an imprecision was observed, but not reported. Following discovery of the improperly selected exams, the site selected the proper CT and performed three registrations until accuracy was acceptable. No additional information was provided. There was no impact on patient outcome.